Event description:
Pt directly called the mitek complaint line reporting that pt had a shoulder repair (2001), but later the anchor broke post operatively. Pt had a second procedure (2002) to remove the broken anchor. Pt reported this to mitek on the recommendation of the surgeon who informed pt that it was a mitek anchor that had broken. As surgical intervention was required as a result of this situation an MDR is being filed to document this event.